Manufacturer narrative:
The evaluation of the retrieved log file found that on the (B)(6) 2015, the system operated on 14 volt lithium-ion batteries until depletion. The system then operated on the 11 volt lithium-ion backup battery for an undetermined period of time until it depleted and power to the system controller was lost. The returned pump was evaluated and although depositions were observed during evaluation, a correlation to the reported event could not be determined. The pump was returned with the percutaneous lead (lead) intact and the sealed inflow conduit and sealed outflow graft secured to their respective pump ports. The pump appeared to have been exposed to a cleaning agent or fixative. Examination of the sealed inflow conduit found thin, white depositions on the textured surfaces of the inlet tube and the inlet elbow. The depositions were well adhered and did not appear large enough to obstruct flow. Examination of the pump¿s blood-contacting surfaces found a soft, white, tissue-like deposition around the rotor inlet section. Strands of the deposition extended into all three of the rotor vanes. The deposition did not show laminated layering or denaturing and it was not adhered to any of the rotor surfaces. The deposition did not appear to have formed on the rotor and appeared to have occurred acutely. A correlation to the reported event could not be conclusively determined. The color and texture of the inflow conduit and rotor depositions appeared to have been altered by the application of a cleaning agent or possibly a fixative. The cause of the observed depositions could not be determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the lead found it to be unremarkable. Electrical continuity testing of the lead found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found deceased at home. The customer reported that they were unsure of the events leading to the patient's expiration and whether the pump was functioning or any alarms had occurred. An autopsy would be performed but was not currently available. No further information was provided.